Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Additional patient/event details have been requested. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.

Event description:
The nurse reports when removing the unometer safeti plus drainage bag from the patient's bed the tubing that connects the urinary catheter to the 'top of the drainage bag' was 'completely detached'.